Manufacturer narrative:
97755-s, sn:(B)(6), returned for product analysis. Analysis found batteries low replace controller batteries soon message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) representative regarding an external device. The reason for the call is states for the last few months they have been having a really hard time charging the implantable neurostimulator (ins). Pt states the implant is for their lower back pain. Pt states it takes a really long time to charge the ins and that the recharger(rtm) gets really hot when they are trying to charge the ins. Pt states, they see no other visual damage to the rtm. Pt states they seen a message on the controller with an error code that said, "can not charge the ins call mdt". Pt does not know what the code was and the code did not show on the controller while on the call. While on the call pt started a charging session and is charging at excellent. Pt states the controller battery is showing 100% and the ins is at 0%. Agent sent request to repair to replace the rtm. Pt them mentioned "for the last fe w months" they think the ins is depleting faster than it should. Pt states they have made no adjustments to the programming or increase of stimulation. Pt states they have had many falls and falls all the time. Agent reviewed and redirected to managing physician.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.